Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the device was not able to fire halfway, there were staples formed in b shape at the root part of the cartridge, two staples were attached in a shape of the letter u before the formation of b shape at the middle part of the cartridge, one staple was attached in a shape of the letter u before the formation of b shape at the tip of the cartridge. The procedure was completed with another device. There was no patient injury.